Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis could not be completed as the device was not returned. Method: no testing methods performed.

Event description:
It was reported that the handpiece heated up within a minute and the surgeon had to use another tool to complete the surgery.

Manufacturer narrative:
The device was returned for analysis. Pre-temperature repair tests were performed. Unit temperature increased from 78.6f ambient to 83.2f maximum in 1 minute. The unit passed pre-temperature tests. The item was tested and passed all manufacturing specifications. Thus, the complaint could not be confirmed. Method: actual device temperature testing. Results: no failure detected. Conclusion: unable to confirm complaint .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.